Event description:
The pump was returned for investigation. Evaluation revealed that the force calibration reading was low. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a large prime was verified in the prime history. The force sensor calibration reading was low. The piston was removed and measured for excessive flash. (B)(6).